Manufacturer narrative:
(B)(4). Additional information: additional information received: what was the tissue condition after firing? Surgeon reported tissue looked healthy was the patient undergoing any coagulation therapy? No. Has the patient undergone chemo/radiation therapy? No. Where was the leak located? Not known. Were the staples visible? If yes, were they malformed, unformed ? No visible staples. How was the leak detected? Not known colonoscopy, ? What is the patient s current condition? Not known.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: what was the tissue condition after firing? Was the patient undergoing any coagulation therapy? Has the patient undergone chemo/radiation therapy? Where was the leak located? Were the staples visible? If yes, were they malformed, unformed¿? How was the leak detected? Colonoscopy,¿? What is the patient¿s current condition? Additional information was obtained: correction to the event: it was stated that the leak happened several days post-op. The account also stated that they were not sure of the product code, but the ecs29 was the most commonly used at the account.

Event description:
It was reported that during a sigmoid colon procedure the initial procedure went well. Ten days post-op the patient presented with a leak. It is unknown what caused the leak or how the leak was detected. The patient was taken back into the operating room and the leak was repaired. It is unknown how the leak was repaired. The rep had no further information at the time of the call. The device was discarded.